Manufacturer narrative:
The customer reported that their remote central nurse's station (cns) screen went down. The customer also reported that after they rebooted the unit the software stopped launching. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their remote central nurse's station (cns) screen went down. The customer also reported that after they rebooted the unit the software stopped launching. No harm or injury occurred.

Event description:
The customer reported that the remote screen for the central nurse's station (cns) went down. The customer also reported that after they rebooted the unit the cns software was not launching. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the remote display screen for the central nurse's station (cns) went down. The customer also reported that after they rebooted the unit the cns software was not launching. No patient harm was reported. Investigation summary: during troubleshooting, it was identified that the cables on the device were connected incorrectly. Nihon kohden technical support (nk ts) informed the customer that the cable connections were not in an nk configuration. Nk ts assisted the customer in fixing the connections on the device. Once the cable connections were corrected, the issue was resolved, and the customer was able to launch the cns software. Based on the available information, the most probable cause of the issue is incorrect set-up of the device. The administrator's manual provides diagrams and instructions regarding the cable connections of the device. The issue could be addressed by following the instructions available on the manual. Additional information: b4 date of this report, e3 occupation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.